Event description:
This pt had a medtronic ICD implanted in late 2006. This is a model number d154awg virtuoso dr. This pt had never received shocks from his defibrillator, and the voltage outputs had chronically been set to 2 volts at 0.5ms. In 2008, the device reached its elective replacement indicator, even though it had been implanted only 19 months. This pt is going to require another surgical procedure to replace this device.